Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had increased stimulation in their ribs since having a fall. The patient was still receiving effective therapy but did not like the rib stimulation. They could not remember how long ago the fall was. The manufacturer representative was going to reprogram the patient but the battery was depleted. The battery was just depleted and not overdischarged. X-rays were taken and the doctor noted a possible cranial migration of about 1 contact length. The patient was going to recharge and then meet the manufacturer representative at a later date for a possible reprogramming. The patient status was listed as ¿alive ¿ no injury¿ at the time of the report. Indications for use: peripheral neuropathy spinal pain